Event description:
The lens was removed and replaced 7 months post operative due to the patient's complaint of halos and glare, a known and labeled possible side effect of multifocal lens implantation.

Manufacturer narrative:
The lens was received in a condition which made analysis impossible. The device was received cut in 2 pieces across the optic with both haptic broken. The condition of the lens precluded an analysis being done. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.